Event description:
It was reported that approximately a month prior to report the patient's symptoms became worse. The day of report the patient had an x-ray and it determined that the lead was broken. The patient had a surgery to replace the lead five days later. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had successful surgery and felt effective therapy with the replacement lead.

Manufacturer narrative:
Product ID: 3389-40, lot# 0205473522, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot #0205473522, found it was broken within ten centimeters of the connector area.